Event description:
Outbound call pt stated he has been unable to use duopa. Has been taking his pills instead pt said he has 3 different connectors on hand, he says 3 of them don't have any threads and he is unable to use them. Pt was unable to confirm if he was able to use connectors we previously sent. Pt unable to describe the connectors he needs or what brand/model they were. Pt stated his md office is working with (B)(6) to figure out what connectors he needs. Since patient has been taking oral medication instead of duopa, patient has not missed medication and has not had any adverse effects. Reported to (B)(6) by pt/caregiver.